Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device that the screen comes on put when you press the on button the pap does not blow and the screen goes on and off and there was a high pitch noise coming from it. A device was returned to a third-party service center. During the evaluation of the device, they found that customer complaint is replicated, pressure test fails, pca with several component burned, ui bezel does not turn on. Error codes are found on the device. In addition, they found contamination in the reusable pollen filter blower, blower outlet seal/isolator kit, blower box kit, iso port kit, inlet/outlet seal. The auto CPAP advance w/modem change due to burned components. The ui bezel plus and warning label with physical damaged, at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.